Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the dyonics powermini buttons were stuck in the down position. No case reported; therefore, there was no patient involvement. According to results of investigation, stuck buttons caused the device to run continuously.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and stuck buttons causing the device to run continuously. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and stuck buttons causing the device to run continuously. The complaint was confirmed and the root cause for the reported event was associated with a component failure. Factors that could have contributed to the failure include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference case-(B)(4). H8: updated to unknown.